Event description:
The pharmacist/reporter in (B)(6) contacted lifescan to report the patient obtained one vial of the incorrect test strips within a box of one touch verio test strips. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the test strip vial issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the test strips failed testing, the lifescan product was returned in wrong product family packaging. This can only occur due to insufficient line clearances or post release and will result in the customer being unable to test as the different product families are incompatible. In addition, there was an extra vial of test strips in the packaging. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.